Event description:
Customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to check and clean various components of the pump, and ultimately assisted with filling and loading a new cartridge. The customer successfully completed the cartridge load process and resumed insulin delivery.